Manufacturer narrative:
The event occurred in bci warehouse. No additional information is available.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to reagent leakage. No injury was reported.